Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 140 mg/dl. Customer states the insulin did not exit. Customer states they are unable to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states the pump did not alarm insulin flow blocked. The customer also reported air bubbles. The device will be returned for analysis.